Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event of infusion set kinked cannula on (B)(6) 2024 which led to high blood glucose (530 mg/dl). The issue was observed within three or more hours after insertion. The site of insertion was left abdomen. High blood glucose was addressed using correction injection via multiple daily injection. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.